Manufacturer narrative:
(B)(4). Additional information: (the device was manufactured from july 23, 2014-july 25, 2014). The device was received for evaluation. Visual inspection noted the tubing was separated at the junction of the set-cap. A portion of the separated tubing still remained inside the solvent-bonded area of the set-cap. The reported condition was verified. The cause was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a half day infusor disconnected from the device. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.